Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, an episode of non-sustained rv oversensing was observed. Patient was completely asymptomatic with the behavior. Far-p oversensing was noted. Recommended programming changes will be made and the patient will resume normal follow-ups.